Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. Reprogramming was previously performed but additional episodes were observed. Additional reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.